Manufacturer narrative:
Per new information received, the tps handpiece cord 5100004000 (09299) was added to the concomitant products grid.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during an oral procedure, the tip fell off of the micro drill medium straight attachment and burned the patient. It was reported that the patient received a second degree burn, measuring ~1 cm, on the tongue. It was also reported that the patient received a second degree burn, measuring ~2 cm, on the lip. It was reported that bacitracin ointment was used to treat and minimize the injury and that the procedure was completed successfully. No infection and no clinically significant delay were reported with this event.

Manufacturer narrative:
Upon visual inspection, the device was found to have internal widespread debris and broken down lube on the front ball bearing. The device was discarded by the manufacturer.

Event description:
It was reported that during an oral procedure the tip fell off of the micro drill medium straight attachment and burned the patient. It was reported that the patient received a second degree burn, measuring approximately 1 cm, on the tongue. It was also reported that the patient received a second degree burn, measuring approximately 2 cm, on the lip. It was reported that bacitracin ointment was used to treat and minimize the injury and that the procedure was completed successfully. No infection and no clinically significant delay were reported with this event.

Event description:
It was reported that during an oral procedure, the tip fell off of the micro drill medium straight attachment and burned the patient. It was reported that the patient received a second degree burn, measuring ~1 cm, on the tongue. It was also reported that the patient received a second degree burn, measuring ~2 cm, on the lip. It was reported that bacitracin ointment was used to treat and minimize the injury and that the procedure was completed successfully. No infection and no clinically significant delay were reported with this event.